Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was difficult to press and requires multiple presses to turn on. The customer¿s blood glucose (bg) was 43 mg/dl. Customer addressed low bg by consuming carbohydrates. The customer continued to use the pump for insulin therapy.